Event description:
On (B)(6) 2009, the pt reported experiencing recurring e4 (occlusion) errors on her infusion device since being pushed into a swimming pool and submerging the device in water in (B)(6) 2008. She used a cotton swab and alcohol and dried the infusion device with a towel. There was still water in the infusion device and she dried it using a hair dryer. She stated that she held the hair dryer at least 3 feet from the pump while drying it. She was educated on the proper way to care for the infusion device in case of accidental water contact. The most recent e4 occurred 2 days ago, and she was able to clear it by changing the infusion set. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.